Event description:
It was reported that there were high impedances at following the implant surgery (post-op). The patient had an implantable pulse generator (ipg) replacement. Interoperative impedances were within normal limits; however, in the post-anesthesia care unit (pacu), the impedances for contact 11 were high. The patient was programmed at c+, 11- in constant current mode at 4.0 mamps, and this setting was not possible with the impedance issues. Diagnostic testing/troubleshooting was performed. After consultation with the surgeon and neurologist, the patient was set at c+, 10- and 1.8 mamps. The patient's status at the time of report was alive with no injury/no adverse event, and there were no patient symptoms/injuries related to this event.

Manufacturer narrative:
(B)(4).